Event description:
Nurse was starting i.v. On patient (pediatric) assisted by another nurse once in the vein with 24 ga. Insyte needle nurse pulled stylet out, attempted flush of cath, leaking noted. Nurse checked connections and bent closer to view cath. For leak. When flush attempted again. Blood squirted into nurse's eye from hole in catheter.